Event description:
Reporter indicated initially that a 's vns generator was unable to be interrogated, and was stimulating continuously. The patient had physiology tests (evoked potential measurements) performed and it was concluded by the physiologist no therapy was being delivered, and there was an issue suspected with the lead. Reporter later indicated the patient was having a slight increase in seizures in (B)(6) 2012. The patient was also experiencing left arm muscle contractions with vns stimulation. Lowering the vns pulsewidth did not resolve the issue, and the vns was disabled. The muscle contractions continued with the vns disabled. Vns diagnostics tests indicated normal device function. It is suspected per the reporter there may be a break in the lead insulation, or possible a lead break. Surgery to replace the vns lead is likely. Attempts for further information are in progress.

Event description:
Reporter indicated there had been no medication changes or vns programming changes, no trauma, and no manipulation of the vns. The patient has had no current increase in seizures. Diagnostics indicate normal function.

Event description:
Programming history was reviewed. System diagnostics on (B)(6) 2012 were within normal limits. On (B)(6) 2012, the generator was disabled. The patient reportedly has increased daily attacks and still has a feeling of muscle contractions. These are, however, decreased in intensity. The programming system was determined to functioning well. The patient underwent surgery on (B)(6) 2013. The generator was tested, and the lead was checked for discontinuity. There were no abnormalities found. The neurosurgeon used insulation material for the generator and the lead. It is unknown if this affected the reported muscle contractions. Additional surgery may be likely but has not taken place.

Event description:
Reporter indicated the increased seizures were felt to be related to stress, and "it remains unclear if these would have been less had the generator been on".

Event description:
Surgery to replace the vns lead is planned, but has not occurred to date.

Event description:
During review of the programming history database, it was identified that the patient's device was programmed back on after the disablement and continued to operate as expected. The generator was later explanted due to battery depletion.